Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a constant alarm. The root cause was determined to be an out of adjustment occlusion switch. The occlusion switch was readjusted to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported an infusor pump which experienced a constant state of alarm when turned on after being dropped. It is unknown when or at what point in the process this condition occurred. Device evaluation confirmed the reported condition as a constant false occlusion alarm. No patient involvement was reported. No additional information is available.